Event description:
It has been reported to philips that exposure was not possible. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that exposure was not possible. Review of the system log file showed ¿ip-pc¿ malfunction. Upon further inspection it was confirmed that the disk bay board of ippc lateral channel shows degraded performance. Fse replaced the frontal and lateral ip-pc. After replacing the frontal and lateral ip-pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.